Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, one resolute onyx rx (2.00x12) was attempted to be used and one resolute onyx rx (2.00x08) was implanted to treat a moderately tortuous, moderately calcified lesion located in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. It was reported that the resolute onyx (2.00x12) stent failed to cross the lesion. The lesion was treated by pre-dilation using a non medtronic balloon and a resolute onyx (2.00x08) was implanted to complete the procedure. It was reported that the patient suffered a cardiac arrest and deceased following the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.